Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he experienced a high blood glucose level of over 500 mg/dl. He was unsure if the insulin pump was delivering insulin. The customer kept bolusing but his blood glucose level was not dropping. The customer had excessive thirst and urination. The needle guard was still on the infusion set. The infusion set did not enter the skin completely. The device was not returned.